Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the battery has a problem. There was no patient involvement.

Manufacturer narrative:
Based on the available information and testing conducted, it was concluded that the malfunction was caused by a faulty battery, and the reported issue was resolved by exchanging the battery. To resolve the reported issue, the battery was exchanged. It has been concluded that no further action is required at this time.